Event description:
The connector separate from main body slowly with use. When you connect to the wall oxygen, it does not catch. This prevents the pt from getting full oxygen. This problem occurred overtime. It is a problem with the device as it wears but there wasn't a significant event that affected a pt.